Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure, the 2.5 x 15 mm xience v stent delivery system (sds) was being advanced onto about 10 cm of the guide wire outside the anatomy but resistance was met. The device was removed without noted issue. Once removed it was noted that the balloon and stent section of the sds had become detached from the catheter. The device was not used; there was no patient interaction. After re-hydrating the guide wire a second sds was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon separation was not confirmed; however, tip separation was noted. Guide wire resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.